Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal of right coronary artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.